Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that her husband was hospitalized due to high blood glucose and diabetic ketoacidosis. Blood glucose was unknown. Customer also reported that insulin pump had rewind anomaly and they were unable to exit the preparing to prime loop and troubleshooting was performed. Customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. After completing the rewind test, installed in the reservoir compartment. Device recognized the water filled reservoir that was installed in the reservoir compartment. Then the unit was programmed with a 2.0 unit fill cannula delivery. The unit delivered the 2.0 units properly with water exiting the infusion set. No rewind anomaly or prime/fill anomaly noted during testing. Device uploaded properly using care link. Device had minor scratched display window. (B)(4).